Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93122401, implanted: (B)(6) 1993, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient complained about withdrawal symptoms. The patient was refilled the day prior to the report and no error messages were seen and there was no known electro-magnetic interference (emi). When the pump was interrogated on the day of the report, a ¿low res. Alarm occurring¿ message appeared and the reservoir volume read 0.0ml even though the reservoir volume was programmed to 18ml. The previous expected reservoir volume prior to the refill was 11.9ml. It was also noted that the pump reverted to a stopped pump mode. The pump was successfully updated to the desired settings again on the day of the report. It was confirmed that the programming was successful. It was noted that they had been refilling the patient¿s pump for many years and have never had any issues. A review of the event logs showed that the reservoir volume and the low reservoir alarm volume had changed to 0.0ml. Additional information received reported that the patient experienced diaphoresis, nausea, a morphine taste in their mouth, and was smelling morphine. The cause of the incomplete telemetry was unknown. Telemetry was completed before the patient was sent home. It was noted that the patient had not recovered and that the symptoms/issues were ongoing. As of the friday after the report, the patient was improving. The pump was infusing morphine sulfate. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if more information becomes available.